Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had absence of no delivery alarm. Caller stated that the customer's insulin pump had no error alarms and no audible tone/beep. Nothing further was reported.